Manufacturer narrative:
The device was not returned for evaluation. A search was performed to identify possible lot number and no lot number was found. As such a device history record review could not be performed. However, a device is not released unless labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported finding a leak from his catheter extension during dwell 1 of 4. The patient discontinued treatment and was advised to contact his nurse. During follow up the patient's nurse reported the issue was a hole in the patient's catheter extension. The nurse reported that the patient was clamping the extension in the same position every day instead of rotating the clamp to new positions to reduce wear. The patient's extension was changed out with a new one. The old one was discarded. The patient was given one dose of prophylactic antibiotic vancomycin. And did not develop any infection. The lot used was unknown.